Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 29, 2020. The investigation of the returned device was completed by the failure analysis lab on october 13, 2020. Device evaluation summary: during the visual evaluation, the device doesn¿t look discolored. Leak testing was performed, in accordance with mentor procedures, and no gel bleed was found. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e. Device photos, videos). Please confirm the correct device was returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction a 380cc mentor memorygel breast implant appeared cloudy and left a gel residue within the box. This resulted in a slight procedural delay, as the same occurred with two other devices. The device did not contact the patient. The physician did not assess the procedural delay to an be an increased risk to the patient. The procedure was continued using another device with no patient consequence. The determination of reportability was made on the increased risk the device malfunction creates to the patient had it noted been detected prior to implantation, and not on the slight procedural delay.